Event description:
Pt presented with painful right knee prosthesis. Bone scan suggested loosening of the tibial component. At revision, tibial articular surface and patella were found to be pitted and worn.